Manufacturer narrative:
B4. Date of this report 12 june 2025. G3. Date received by the manufacturer? 12 june 2025. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported receiving a low glucose event on 25 march 2025 at 3:30 pm where user's sg was 40 mg/dl and bg was 70 mg/dl.a review of the data management system (dms) data revealed that on 25-mar-2025 at 3:48 pm user's sg was out of range low, and bg was 70 mg/dl. A review of the alert history revealed that the user received an out-of-range low glucose alert around the reported time as user's was above 40 mg/dl. The user did not seek medical treatment as they were doing fine and were not symptomatic. In an associated case((B)(4)) for the user's complaint about sensor inaccuracy, a review of the in-vivo data did not reveal any anomalies. Per case information, the user reported that her calibrations have been off since insertion on (B)(6) 2025. The user also reported that the the area is still tender but no signs of infection.the user also had some bruising and bleeding after the procedure.the list of medications provided by the user were not medications of the tetracycline class and should not interfere with the system.the inaccuracies observed were likely due to early wear adjustment of the system after insertion.it is expected to see some differences during the initial days of the use, as the system is stabilizing after insertion. The user was advised to continue using the system, entering calibrations when the glucose is stable, if possible. The user was also educated about lag and early wear period. The sensor is currently in use, and the system is displaying good agreement between the sensor readings and calibration entries. The root cause of the reported inaccuracy can be attributed to early wear adjustment. B4.date of this report 09 may 2025. G3.date received by the manufacturer? 09 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.